Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date is unavailable. (B)(4).

Event description:
It was reported that after power up, the display of the external pulse generator (epg) would just show pixels. The epg was unable to be repaired. The status of the epg is unknown. There was no patient involvement.